Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/05/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings:during a visual inspection of the pump, no damage was found to the keypad cover. During testing, the ok, up arrow, and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. The ok button contact was also inverted. Additionally, the bolus button cover was damaged; however, the button was functional. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The battery compartment was also observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).